Event description:
It was reported that the allofit shells-nonhole could not be rotated in the impactor and that the thread seems to be defect. The device was not implanted. No additional information is available at the time of this report. It is unknown if the event resulted in a surgery delay.

Manufacturer narrative:
The manufacturer did not receive the device for review but it is mentioned by complainant that it will be returned. Other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information becomes available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).